Event description:
A caller reported issues with a tandem mobi cartridge alarm, specifically cartridge alarm 30. Despite the alarm, it was confirmed that the customer's blood glucose level did not exceed 500 mg/dl, remaining within a safe range. The issue did not occur during the load process, and there was no previous history of similar alarms with this pump. Clinical support recommended a pump replacement due to ongoing occlusion issues, and the customer was advised to remove the cartridge and deliver a 9-unit bolus, with the understanding that their insulin on board (iob) might be affected. The pump was approved for replacement by clinical support, and while waiting for the new pump, the customer continued to use the current one. Clinical troubleshooting was considered exhausted, prompting the recommendation for pump replacement.